Event description:
During a colonoscopy, a polyp was removed on the right side of the colon. After the polyp was removed, a cook instinct endoscopic hemoclip was used. The clip deployed successfully. When trying to remove the clip catheter from the endoscope, resistance was encountered. The physician pulled harder to remove the clip (deployment device) catheter and the outer sheath separated from the inner core (drive wire disconnected from the handle). Both sections of the clip deployment device were able to be removed from the endoscope. Use of this device had finished the procedure; no other clips were needed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The device was returned without the clip and the drive wire was pulled out completely from the device. The drive wire was visually examined and determined that the drive wire was verified to be within the appropriate manufacturing specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the instruction for use states: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. Based on the details provided from the user, it is possible the hook located at the distal end of the clip deployment device became lodged on the edge of the endoscope tip, creating resistance in removal. If sufficient pressure is not applied to the handle spool, the hook at the distal end of the drive wire can become caught on the end of the endoscope, thus preventing removal. In this particular case the user could have then applied extra force at the handle in response to the resistance, leading to disconnection of drive wire from the handle. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.